Event description:
It was reported that deflation problem and removal difficulty were encountered. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 16mm synergy xd drug-eluting stent was deployed to treat the lesion. However, during withdrawal, the balloon would not retract. The physician kept trying to deflate the balloon to remove the stent delivery catheter. The procedure was completed successfully. No patient complications were reported.